Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that the screen on the device was unresponsive. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Customer provided the device logs for review which showed multiple instances of the alarm and confirmed that there was no patient involvement when the alarm occurred. The logs indicate that the reported issue was intermittent. Based on the errors observed, technical support recommended that the customer replace the main board as a precaution.

Event description:
Customer stated that the scree on the device was unresponsive. Complainant did not indicate that there was any patient involvement during the reported malfunction.